Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the pump was able to turn back on when charged. Additionally, it was reported that the usb cable would intermittently not charge the pump. The customer was able to charge the pump with a different cable. Tandem technical support sent a usb cable replacement. The customer's blood glucose was 240 mg/dl.